Event description:
It was reported: "pain w/standing, weight bearing. Patient tried to stand from seated position heard noise from left hip. X-ray confirmed dislocated hip prosthesis. Recurrent left hip dislocation. Hip prosthesis dislocated superiorly." Also complained of foot drop since surgery. Patient was revised.

Manufacturer narrative:
Additional information, has been request and if received, will be supplied on a supplemental report.